Event description:
After a directional coronary arthrectomy procedure it was noted that a dissection had occurred in the coronary artery. A stent was required to treat the dissection. No pt sequela reportedly occurred.